Manufacturer narrative:
Correction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient experienced shocking and uncomfortable stimulation. The patient stated that is she goes through (B)(6) security she had been shocked and it caused her to double over. The patient noted that she had learned to walk through (B)(6) security when her stimulation was not in mid pulse. The patient also mentioned that she had not been to (B)(6) since because she was afraid of what it would do when walking through security. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that on more than one occasion when the implant was in the process of stimulating the patient would get a very strong shock. The patient noted that the issue was resolved by turning it off before going in and to also just stand and wait to go through between stimulations. There were no further symptoms or complications reported or anticipated.